Event description:
The pump was returned for investigation. Investigation revealed a misaligned force sensor circuit component on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The force sensor was found to be out of calibration. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board. (B)(6).